Event description:
It was reported that the following issue was observed on the device: ¿note: "broken reads error", error code 240.4150 bottle side pressure sensor. Sent to ce support for repair.¿ additional notes provided by the facility¿s clinical engineering support services include: "I noticed during the visual inspection that the top hinge on the door had a crack in it, so I replaced the door. Testing showed that the upstream and downstream pressure sensors were both out of the proper voltage range, so I replaced both of those as well. I recalibrated the unit and ran it through all of its pm tests, which it passed without any more issues." Reported problem cause description: "mechanical - electrical.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.